Event description:
On (B) (6)2009, while receiving an ecp treatment, the operator noted a blood leak into the centrifuge due to a bowl break (125ml bowl, lot u762, noted during second cycle collection). The hematocrit prior to treatment was 29% and the platelet count was 42,000/cmm. The pt's blood pressure was 100/60 that was unchanged from before and after the ecp procedure. However, the pt had been known to have chronically low blood pressures. The pt's estimated blood volume was 5,175 ml and it was estimated that the blood loss was approx 400 ml. Following this observation, but prior to transfusions, the hematocrit was 25.7%. The pt received two units of packed erythrocytes and one unit of platelets following the ecp procedure. The pt did not experience any symptoms associated with the blood loss, and no other treatments (e.g., plasma volume expanders, vasopressors) were administered. The pt was sent home after the transfusions.

Manufacturer narrative:
The kit was discarded by the customer. This lot was released on 01/22/2009, and a complaint analysis of this lot shows that there have been no other malfunctions of this type for that lot. Will continue to monitor this lot. The centrifuge bowl base leak rate is 0.04 per thousand kits for the last 12 months.